Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: hip replacement. Event description: I was with a surgeon yesterday evaluating alexis ortho for a hip replacement. Whilst in theatres, he mentioned he was using the alexis o for off label use in a hip replacement the day before. He reported that he tore the alexis o. I made him aware that it was off label use and I am now reporting the conversation for a cer to be raised in line with our compliance requirements. Surgeon ¿ professor [name - redacted]. Speciality ¿ orthopaedic. Date of incidence:(B)(6) 2023 date of notification: (B)(6) 2023 product ¿ alexis o c8401. Hospital incident occurred in ¿ unknown. He works from 3 hospitals [facilities]. No injury was reported concerning the patient. Additional information received by applied medical representative on 26jan23 via email: it was the sheath that tore after placement of the device. Additional information received by applied medical representative on 31jan23 via email: the malfunction occurred towards the end of the procedure/removal. [Professor's name redacted] words: the [name] self retaining metal retractor cut through it. Sharp instruments as well. It didn't particulate. [Professor's name redacted] mentioned said he did cut the device with scissors, but all was removed. Intervention: replaced with another alexis. Patient status: no injury was reported concerning the patient.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation, and the lot number was not provided. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Based on the description of the event, the reported event was caused by off-label use. As the event unit was used in a hip replacement procedure, the instructions for use (IFU) was not followed. It is likely that the event unit came in contact with an object or instrument, which resulted in a hole or tear in the sheath material. Since the sheath experiences stresses during use, it is possible that the hole or tear propagated through the sheath, which caused a torn sheath. The IFU states, "the alexis o wound protector/retractor is a device that allows the surgeon to access the abdominal cavity through an atraumatically retracted wound, providing maximum exposure with minimum incision size. In addition, indicated sizes may be used to access the thoracic cavity or other soft tissue retraction during cardiac and general surgical procedures.". The probability and criticality of harm resulting from this event have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: hip replacement. Event description: I was with a surgeon yesterday evaluating alexis ortho for a hip replacement. Whilst in theatres, he mentioned he was using the alexis o for off label use in a hip replacement the day before. He reported that he tore the alexis o. I made him aware that it was off label use and I am now reporting the conversation for a cer to be raised in line with our compliance requirements. Surgeon ¿ professor [name - redacted]. Speciality ¿ orthopaedic. Date of incidence:(B)(6) 2023. Date of notification: (B)(6) 2023. Product ¿ alexis o c8401. Hospital incident occurred in ¿ unknown. He works from 3 hospitals [facilities]. No injury was reported concerning the patient. Additional information received by applied medical representative on (B)(6) 2023 via email: it was the sheath that tore after placement of the device. Additional information received by applied medical representative on 31jan23 via email: the malfunction occurred towards the end of the procedure/removal. [Professor's name redacted] words: the [name] self retaining metal retractor cut through it. Sharp instruments as well. It didn't particulate. [Professor's name redacted] mentioned said he did cut the device with scissors, but all was removed. Intervention: replaced with another alexis. Patient status: no injury was reported concerning the patient.